Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Normothermia to targeted temperature (tt) was 37c, patient temperature (pt) was 34.9c, water temperature (wt) was 23.2c, water flow rate (wfr) was 3.3 l/m. Nurse stated that the arctic sun device has cooled patient past targeted temperature (tt) and was alerting 113 (reduced water temperature control). System diagnostics showed that the outlet monitor temperature (t1) was 20.6c, outlet control temperature (t2) was 20.9c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 10.5c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 26 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1541.7, pump hours were 1227.9. Walked through enabling manual control at 38c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 22.4c, outlet control temperature (t2) was 22.3c, inlet temperature (t3) was 22.1c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Walked through draining 16 ounces of water from right drain port. Therapy resumed with water flow rate (wfr) was 3.5 l/m would call back in 35 minutes to check on water temperature (wt). 35 minutes later patient temperature (pt) has increased but water temperature (wt) now 17.2c. Advised to swap out to new device and obtained and send this one to biomed for inspection. Labeled 113. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the normothermia to targeted temperature (tt) was 37c, patient temperature (pt) was 34.9c, water temperature (wt) was 23.2c, water flow rate (wfr) was 3.3 l/m. Nurse stated that the arctic sun device has cooled patient past targeted temperature (tt) and was alerting 113 (reduced water temperature control). System diagnostics showed that the outlet monitor temperature (t1) was 20.6c, outlet control temperature (t2) was 20.9c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 10.5c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 26 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1541.7, pump hours were 1227.9. Walked through enabling manual control at 38c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 22.4c, outlet control temperature (t2) was 22.3c, inlet temperature (t3) was 22.1c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Walked through draining 16 ounces of water from right drain port. Therapy resumed with water flow rate (wfr) was 3.5 l/m would call back in 35 minutes to check on water temperature (wt). 35 minutes later patient temperature (pt) has increased but water temperature (wt) now 17.2c. Advised to swap out to new device and obtained and send this one to biomed for inspection. Labeled 113.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the normothermia to targeted temperature (tt) was 37c, patient temperature (pt) was 34.9c, water temperature (wt) was 23.2c, water flow rate (wfr) was 3.3 l/m. Nurse stated that the arctic sun device has cooled patient past targeted temperature (tt) and was alerting 113 (reduced water temperature control). System diagnostics showed that the outlet monitor temperature (t1) was 20.6c, outlet control temperature (t2) was 20.9c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 10.5c, water flow rate (wfr) was 3.4 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 26 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1541.7, pump hours were 1227.9. Walked through enabling manual control at 38c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 22.4c, outlet control temperature (t2) was 22.3c, inlet temperature (t3) was 22.1c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Walked through draining 16 ounces of water from right drain port. Therapy resumed with water flow rate (wfr) was 3.5 l/m would call back in 35 minutes to check on water temperature (wt). 35 minutes later patient temperature (pt) has increased but water temperature (wt) now 17.2c. Advised to swap out to new device and obtained and send this one to biomed for inspection. Labeled 113.